Manufacturer narrative:
The explanted stent graft will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 device is enroute.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the physician elected to explant the stent graft due to sac enlargement with an unknown reason. The bifurcated stent graft and part of the aortic extension were explanted. A y-shaped graft was surgically sutured to the remainder of the aortic extension that was left in place. The physician determined there was a type v endoleak. The final patient status was not reported. The explanted bifurcated stent graft is available for return/evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The explanted stent graft was returned. An evaluation of the device was completed. Endologix received a single afx2 bifurcated stent graft for the purpose of evaluation. The device was securely packaged within a transparent biohazard bag and placed inside a protective box. Upon its arrival, the device exhibited noticeable traces of blood and tissue residue. To adhere to established standard protocols, the devices underwent thorough decontamination procedures. An assessment of the returned device was conducted, primarily focusing on the stent graft material. The visual inspection revealed no discernible signs of material deterioration, with the exception of damage presumably incurred during the explant process. Due to the compromised condition of the graft, we were not able to identify any instances of perforations or tears. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: d9: date received has been updated. H3: device evaluated by mfg has been updated. H3: device ret to mfg for eval has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.